Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to the product¿s acceptance criteria. A complaint history examination indicates that three additional complaints have been associated with the reported lot number for the reported complaint issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that a knife was too dull to make the paracentesis during cataract surgery. An alternate knife had to be obtained in order to successfully complete the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received by manufacturing with a foam blade protector, seated correctly in the package tray, for the report of being dull. The returned sample was visually inspected and was found to be conforming. Penetration testing was then performed and was found to be nonconforming. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are 15 additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. Possible root causes related to the manufacturing process of the knives have been identified. The exact root cause for the damaged knife sample is unknown. An investigation has been initiated to investigate the possible manufacturing related root cause and number of related complaints for this issue. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).